Event description:
It was reported to philips that system was unable to boot up. The device was not in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue was identified. The philips remote service engineer (rse) analysed the system remotely and identified the system was failed to power up. After reviewing log file, rse confirmed mouse, keyboard, and exposure switch functionality. Upon further investigation, rse identified the system's control buttons were active when the incident occurred. It was determined that the release button was unintentionally engaged, preventing the system from turning on. After releasing the button, the system powered up successfully. Onsite fse found too many items on the desk may have caused the switch to be triggered during power-on, and it is due to user error. To resolve the problem, fse restored the device to full operational status and releasing the button. After that, the system was returned to use in good working order. At this time of the event philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has identified that control buttons were active when the incident occurred. This scenario includes that the problem occurred due to user. This complaint is user related error, and the switch to be triggered during power-on by user and the release button was unintentionally engaged that preventing the system from turning on. Based on the investigation results, philips concludes that the complaint is not reportable. The codes were updated based on the investigation outcome.